Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error and no delivery. The blood glucose reading was 67mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the insulin pump would be replaced. No further information was provided.